Event description:
As reported to coloplast, though not verified, it was subsequently reported that the patient with this device experienced possible sequelae of a mid urethral sling that was overly tightened possible voiding dysfunction due to over distention early postop. Mesh removal and repair was performed under general anesthesia. It was reported that the mesh was pulled very tightly into the urethra and the bladder and eroded into the muscular layer of the urethra.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries, including but not limited to, pelvic pain, mesh erosion, dyspareunia, urinary problems, foreign body reaction, and other injuries including permanent injury. The patient will likely undergo future medical treatment and procedures.